Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The downloaded data shows no increase in pulse widths or signs of struggle during the run that would indicate a failure of the pod to deliver insulin. The cause of the reported improper insertion could not be conclusively determined.

Manufacturer narrative:
The device has been returned/received and is pending investigation.

Event description:
It was reported that a patient's blood glucose (bg) levels exceeded 250 mg/dl while activating the pod. The patient was unsure if the cannula was properly seated in the infusion site so the pod was removed.